Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined for the reportable phenomenon's . Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the acoustic lens of their evis lucera ultrasound gastrovideoscope was peeling. Upon inspection and testing of the returned unit, it was discovered that there was insufficient adhesive in the screw holes of the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was insufficient adhesive in the screw holes of the distal end of the device. The customer's originally reported issue of lens peeling was confirmed. The following additional findings were also noted: angle play, lack of bending section cover adhesive, cracks in the bending section cover adhesive, insufficient angulation, switch 4 not working, missing sound line, air/water cylinder paint peeling, and image guide snake tube scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.